Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and booting was performed and passed. Download receiver logs was performed and passed. Performed log review and passed. Run receiver functional test was performed and passed. Performed manual functional tests "try it" and passed. Open receiver case for internal visual inspection and passed. Measure the speaker resistance and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.